Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that she felt low and passed out. The customer¿s blood glucose level was unknown. The customer treated low blood glucose value by eating crap, drank orange juice and took glucose tablet. The customer declined troubleshooting for low blood glucose value. The device will not be returned for analysis.